Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) implant procedure, and the surgery went as expected. The patients system was programmed postoperatively, and the patient left with good pain coverage, however he was still quite sleepy, which is normal. After the procedure the patient was given prophylactic antibiotics and was discharged. The patient was scheduled for a follow up visit however the patient did not show up for his appointment. It was later reported by the patients wife that one day after surgery he was happy, however groggy, weak and forgetful. It was also noted that the forgetfulness lasted several days, and the patient is not usually forgetful. The patients wife opted to have him cared for by the local nursing home because they are both are elderly. The patient was in the nursing home for two days and then transferred to the hospital where he passed away within 48 hours. It was noted that the patient was given intravenous fluid, there was no signs of infection, and he never fully recovered. It was confirmed that nothing happened during the implant procedure that may have caused or contributed to the patients passing.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads-MRI. Upn: m365sc8436700. Model: sc-8436-70 . Serial: (B)(6). Lot: 7073516.

Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) implant procedure, and the surgery went as expected. The patients system was programmed postoperatively, and the patient left with good pain coverage, however he was still quite sleepy, which is normal. After the procedure the patient was given prophylactic antibiotics and was discharged. The patient was scheduled for a follow up visit however the patient did not show up for his appointment. It was later reported by the patients wife that one day after surgery he was happy, however groggy, weak and forgetful. It was also noted that the forgetfulness lasted several days, and the patient is not usually forgetful. The patients wife opted to have him cared for by the local nursing home because they are both are elderly. The patient was in the nursing home for two days and then transferred to the hospital where he passed away within 48 hours. It was noted that the patient was given intravenous fluid, there was no signs of infection, and he never fully recovered. It was confirmed that nothing happened during the implant procedure that may have caused or contributed to the patients passing.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads-MRI; upn: m365sc843670; model: sc-8436-70 ; serial/ lot: (B)(6).